Event description:
Reportedly, on (B)(6) 2023, the subjected ICD delivered a shock on what the physician considered as a conducted atrial tachycardia (atrial flutter).

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2023, the subjected ICD delivered a shock on what the physician considered as a conducted atrial tachycardia (atrial flutter).

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The review of provided data highlighted the record of a fast and stable ventricular rhythm on (B)(6) 2023 at 9:24, stopped by a 42j shock after the delivery of the 2 programs of atp. This rhythm is leading to a fast and stable ventricular rhythm at 190-195 bpm that looks different than the atrial arrhythmia 2:1 conducted/paced that the patient is used to have: - it is fast and stable in the ventricles, not long cycle is detected over the 37 seconds before atp delivery (long cycle detection can be a sign of atrial fibrillation at the atrial level) - the ventricular rate is 190-195 bpm when the ventricular rate is 95-100 bpm (vp or vs) during the 2:1 atrial arrhythmia; - the device detected a stable and dissociated rhythm leading to vt diagnosis by parad+ algorithm and therefore therapy delivery since the ventricular rate was faster than the vt cut-off rate; - atp in the right ventricle is not efficient; - va conduction is 1:1, vs-as < 100 ms, therefore is not a ventricular tachycardia with retrograde conduction to the atria; - after the shock, the rhythm changes and is back to atrial arrhythmia, therefore the rhythm before the shock may be different than the regular atrial arrhythmia that we can see in the device memory; we cannot conclude with certainty on the type of rhythm but at least it might not be the same atrial arrhythmia that the patient got regularly. It is most probably not a ventricular tachycardia with retrograde conduction since the vs-as time is too short. It may be an avnrt at 190-195 bpm. No general malfunction is suspected on the device. This case is retained and utilized for trend purposes.